Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a pericardial effusion, cardiac perforation and cardiac tamponade. During a pulsed field ablation (pfa) procedure a farawave pulsed field ablation catheter was selected for use. The pulmonary vein isolation procedure was completed successfully, then, the physician decided to ablate the cti line with a non boston scientific radiofrequency catheter and then install a watchman device in the left atrial appendage, when a pericardial effusion was discovered. The blood was drained from the pericardial space and a surgery was performed to find and suture the perforation. The patient was admitted to further observation. The patient current status is unknown. The device is not expected to return as the event occurred after the procedure was completed, so it was discarded.